Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. The rse instructed the customer to check whether the emergency stop button was active. It was determined that the customer had accidentally activated the emergency stop button in the examination room, cutting off the mains power to the system. To resolve the issue, the emergency stop button was deactivated. The system was returned to use in good working order and was ready for clinical use. Based on the information available, it is understood that the user activated the emergency stop button, and there was no malfunction with the allura system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such, the complaint was reported. Since that time, it was identified that there was no malfunction with the allura system, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.